Event description:
The patient reported that she was hospitalized for diabetic ketoacidosis. She would not provide any further information regarding the hospitalization blood glucose history or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed. See scanned page.